Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom of fluid intrusion. Corrosion was found on the radio printed circuit board, rendering the device un-repairable. The device was retired from service.

Event description:
It was reported that a wireless battery module had fluid intrusion. It was also reported that there was no pt involvement.